Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 1st result: 467 mg/dl at 06:04 a.m. 2nd result: 185 mg/dl at 06:05 a.m. 3rd result: 505 mg/dl at 06:05 a.m. 4th result: 442 mg/dl at 06:06 a.m. 5th result: 96 mg/dl at 06:06 a.m. 6th result: 131 mg/dl at 06:07 a.m. 7th result: 110 mg/dl at 06:08 a.m.